Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was reported, that the subject device exhibited no image display. The issue occurred, during a preparation for use of a diagnostic and therapeutic procedure. The procedure was completed using a similar device. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: g3, g6, h2, h3, h6. Corrected fields: d9. The device was returned to olympus for inspection and the reported failure was not confirmed. A root cause could not be identified. Olympus will continue to monitor field performance for this device.